Event description:
On several occasions nurses have observed a thin plastic "string" alongside the needle which appears to come from the plastic safety sheath attached to the needle. The string looks to come from a point where plastic was injected into a mold for the safety shield. Nurses in the intensive care unit and progressive care unit have noticed this in at least a half a dozen instances. One device was retained without packaging, a second device was retained with the packaging. The remainder of the reported devices were discarded at the time of identification. Products are available on site for return and photos of the "string" alongside the needle are available upon request.